Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level ranged from 331 to 410 mg/dl. The customer treated with manual injections. During troubleshooting, the customer found large air bubbles in the tubing and was able to remove them. The customer was assisted with changing the time and date. Customer found multiple no delivery alarms in the history. Customer mentioned that she recently had her leg amputated and then started having the high readings. Customer stated she would speak with her doctor to adjust the settings. During the call her reading began to drop. Customer declined to perform the high pressure test. Nothing was replaced or returned for analysis.